Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
Ref MDR# 1219856-2010-00857 for the first event involving the same pt. It was reported that a male was in the cath lab. The intra-aortic balloon (iab) was being placed prior to bypass surgery in the left femoral artery. The physician inserted the iab in the super-arrow (saf) sheath and encountered difficulty advancing. A third iab catheter was inserted through an alternative brand 9fr sheath successfully. There was no pt death, injuries or complications noted. The delay in treatment was 15 minutes and the pt required medical intervention while replacing the iab.